Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. An aspiration pneumonia is a known complication of a peg tube placement. Refer to MDR 3010757606-2018-00211 for j tube record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's nasal jejunal was removed at the time of placement. The patient had many sputum aspirated by sucking up. The patient had reduced oxygen saturation that required oxygen administration. The physician diagnosed an aspiration pneumonia that was treated with an unknown antibiotic.